Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that the display device showed a transmitter failed error on (B)(6) 2018. It was determined that loss of connection was related to the mobile application. Data was returned and evaluated. The reported event of a transmitter failed error was confirmed via data. The probable cause was determined to be the transmitter timer not advancing. It was reported that the operating system for the smart device was not a supported system. Labeling indicates that the dexcom cgm application is only compatible for select devices and operating systems. No additional patient or event information is available.